Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. There were no patient consequences.